Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, fse shows sib malfunctioning. Upon troubleshooting, fse found several system interference board (sib) errors. To resolve the problem, fse replaced sib box and downloaded board software to the sib box and rebooted system several times. After replacing the sib box, the system returned to use in good working order. The codes were updated based on the investigation outcome.